Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the stylet was fully inserted through the length of the lead with no resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited placement difficulty. It was further reported that the lead exhibited diminished sensing after extension of the helix and it was hard to get the stylet in and out. The lead was removed and replaced. No patient complications have been reported as a result of this event.